Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes, and myocardial infarction (heart attack) during the intraoperative and postoperative recovery. Elective total joint patients typically have a cardiac workup prior to surgery to assess the patient¿s physical readiness for surgery, hence reducing their risk for these cardiac related complications. As the reported complaint indicated, an intraoperative cardiac arrest occurred and resuscitation was implemented, with recovery of the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign country: japan. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the patient went into cardiac arrest after the osteotomy was completed and the patient was resuscitated. The patient later recovered. All available information has been provided.